Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-apr-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was an impedance issue, electrodes: 11: 30700 12: 30490 13: 23230.  A loss of stimulation was noted. Patient denies falls, trips or accidents. Patient states that he does sleep on a sleep number bed and is concerned that that might have affected it. Provider updated. Plan is to schedule lead revision once office receives pre authorization. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.